Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The sample was returned for evaluation. The investigation reported issue was confirmed for the reported balloon rupture and blockage. The definitive root cause is unknown. The device is labeled for single use. H10: g4 , h6 (device: 1094). H11: g1, h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 436-2015x pta balloon dilatation catheter allegedly experienced material rupture. The information was received from one source. The malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided; therefore a lot history review will be performed. The device was not returned for evaluation; therefore the investigation is inconclusive as no objective evidence was provided for review. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 436-2015x pta balloon dilatation catheter allegedly experienced material rupture. The information was received from one source. The malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.